Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged. During the revision procedure, the connector tool could not extend or retract the helix. A new connector tool was used and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.